Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified the device not working right issue was that, since changing the battery, it pulsed in the wrong place and they could only feel it when ¿quite in bed¿. The patient stated that they ¿put it up¿ but it still didn¿t help them know ahead to urinate. They indicated that they had turned the device off as it did not help them get to the bathroom in time. As soon as they got up from a sitting position, the patient had to go immediately. The issue was not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to turn stimulation off because it was not working right. The patient stated they woke up that morning with a cramp in their right hip where the ins was. The patient stated they had shoulder surgery so they couldn¿t get the programmer over their ins themselves, so their son was helping them. It was reviewed how to turn stimulation off and the patient was able to during the call. The caller was redirected to their healthcare provider to discuss the device and cramp in the right hip. No further complications were reported.